Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed during the manual prime. Customer stated that insulin was squirting out. Customer stated that insulin continues to drip after the motor stops and that they are unable to exit the preparing to prime loop. Drive support cap was noted to be protruded. Customer's current blood glucose reading is high and will be treating with a manual injection. Nothing further was reported.

Manufacturer narrative:
Insulin pump was unable to perform occlusion and excessive no delivery alarm due to a prime alarm. Insulin pump passed displacement test. Insulin pump cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.